Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. The electronic records from the device were downloaded and reviewed and the reported issue was verified, which suggests that the lid switch is intermittent. Stryker determined that the likely cause of the reported issue is reed switch designator, sw5. The customer received a replacement device, and the returned device was archived by stryker.